Event description:
It was reported that, "when he got the replacement on (B)(6) his knee was perfectly fine. Around (B)(6) 2011 the doctor noticed that his knee was swollen, it had liquid in it approximately 60cc of bleeding liquid that was drained out. The surgeon said that something must have been causing irritation that's why it was bleeding, and the surgeon tested the liquid and there was no bacterial infection. On (B)(6) the surgeon noticed that the insert was floating around inside the joint and it was not attached. Insert was replaced on (B)(6) 2011. Patient is being monitored by the surgeon to see how his knee is healing and how he is doing in physical therapy."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.